Event description:
Customer reported the audio tones were no longer functioning. Customer ran a self test and the insulin pump did not beep during the tone test. Nothing further reported.

Manufacturer narrative:
The insulin pump had no audible tone during self test due to a broken transducer wire.